Event description:
A pharmacist contacted bayer on behalf of a customer. The customer alleged that she performed a control test using her contour sys and received a result of 40 mg/dl. A normal control range was not provided, but should be around 106 - 147 mg/dl. No adverse events were alleged. The customer had already disposed of the test strips, so further troubleshooting was not possible. No product will be returned. The pharmacy replaced the customer's meter, so a replacement was sent to the pharmacy.

Manufacturer narrative:
The meter serial number provided was not valid, so it's not possible to determine the manufacture date.